Event description:
It was reported that a 12f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was observed that there was resistance while attempting to push the device over the guidewire. There was no difficulty noted in inserting the delivery sheath into the patient anatomy. The device was checked and it was noted that there was a 1cm slit at the end of the dilator, which had not been previously noted. The device was replaced with a new 12f amplatzer torqvue 45x45 delivery sheath. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of resistance noted while attempting to push the device over the guidewire and a 1 cm slit at the end of dilator was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.